Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and DHR review performed. The device was returned to olympus for evaluation. The cause of the reported complaint for the ¿jumping¿ burr of device cannot be confirmed. Based on evaluation there were no observations of burr chatter or vibration during any part of the evaluation process. Based on evaluation the hand piece and angled attachments met the release criteria and requirement of maintaining temperatures below 48-degree c when run at the stated duty cycle of 1 minute on and 2 minutes off for 10 consecutive cycles. During the testing process it was observed that the hand piece exhibited periodic noise fluctuations. The noise fluctuations are typically associated with bearing operation. When the drive shaft sub-assembly was removed from the hand piece body for evaluation, no visual indication of damage or wear observed. And when the hand piece was run without the drive shaft sub-assembly at 85000rpm the noise fluctuations, it was no longer evident which does suggest that the drive shaft sub-assembly is beginning to some signs of wear through usage. Based on the DHR review, the device was manufactured and tested in accordance with all applicable procedures and all assembly and post assembly tests were performed and all acceptance criteria were met at the time of release.

Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the owner¿s manual for the diego elite drill system with handpiece mdhp200 contains warnings and cautions to avoid mis-positioning and jumping: ¿all burrs must be used with irrigation. Lack of irrigation could cause excessive heating of the shaft and damage to the burr.¿ ¿do not advance or extend the device abruptly.¿ and ¿avoid unnecessary and prolonged activation. This may result in excessive heating to the instrument, which could damage adjacent structures if brought into contact inadvertently or could damage the instrument tip and or the suction irrigation instrument.¿ and in general before each procedure, the owner¿s manual requires inspection of drill system components for damage or missing elements. To mitigate against device deterioration, the owner¿s manual also requires an annual safety check of the drill system by olympus authorized personnel. The mdhp200 devices at the customer site were reported to be within this annual inspection date range. The owner¿s manual also specifies an expected lifespan of 125 uses or reprocessing cycles for the handpiece device.

Event description:
Olympus was informed that at about one and a half hours into a mastoidectomy case, the unknown model burr attached to the handpiece device was jumping out of position. The procedure was completed using another handpiece device and the same burr. It was reported that the patient then developed a cerebrospinal fluid leak at an unknown later date and received additional treatment to address the leak, including an extra two night¿s stay in the hospital for monitoring. The patient is currently reported to be doing well.